Event description:
It was reported that the bd alaris pump module smartsite infusion set had defective tubing. The following information was provided by the initial reporter: given the frequency and variety of defects reported with bd alaris lvp #2426-0007, including structural failures, it¿s reasonable to consider a temporary or alternative solution to mitigate patient safety risks and operational disruptions. These defects have impacted patient care and workflow, prompting frontline staff to remove affected units from use. Additional information received from the customer: as reported: (tubing) cracked/came apart where it sits at the top of the chamber, where the blue plastic piece meets the tubing. No way to stop the chemo from free-flowing from the bag except to grab and pinch it.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.